Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that on saturday, (B)(6) 2015, the patient called the vad coordinator with complain of dark tarry stools, shortness of breath, and fatigue and was instructed to go to local emergency room. Gastroenterologist was consulted on (B)(6) 2015 enteroscopy findings two non-bleeding localized erosions, the largest of which was 6 mm and clean based were found in the gastric body. A single punctate spot with active bleeding was found in the proximal jejunum about 110 cm form the incisors. Coagulation for hemostasis using bipolar probe was directed at the location of the previous bleeding site, and this was successful. Transfused with 2 units of packed red blood cells (prbc) on (B)(6) and discharged home on (B)(6) 2015. No additional information available.